Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, when opening the package of the knife triangle boxed set, the tip of the knife was found broken. It is unknown if there was a surgical delay. The procedure was completed using a back-up device. No patient injury or other complications were reported.